Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required and undersensing. A surgical revision was performed to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.